Event description:
Procedure type: liver resection. According to the reporter: after the third firing on the hepatic vein, the jaws would not open. Since the jaws would not open by squeezing the handle, the surgeon forcibly removed the device and the tissue was torn and bleeding occurred. The device continued to be used, and after 7th firing, once again the jaws would not open. This time, the surgeon could open its jaws by forcibly pulling the handle. A new device was opened to complete the procedure. Operating room time was extended by more than 30 minutes. Amount of bleeding was 900cc. After the trouble occurred, the surgeon excised the liver additionally and stopped the bleeding with clipping.

Manufacturer narrative:
(B)(4).